Manufacturer narrative:
Date of event - estimated the unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and similar incident review could not be conducted because the part and lot number was not provided. The investigation determined the reported difficult to remove appears to be related to the operational context of the procedure, as it is likely the guide wire interacted with the bdc and due to the coagulation of blood on the guide wire, it resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. There is no indication of a product quality issue with respect to manufacture, design or labeling. The bdc referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an unknown lesion. A 014 hi-torque pilot guide wire (gw) was advanced and positioned. Next, the unspecified abbott balloon dilatation catheter (bdc) was advanced over the pilot gw, towards the target lesion. Once the bdc was next to the target lesion, the guide wire and bdc became stuck together and the bdc could not be advanced further or removed from the guide wire. The unknown abbott bdc and the pilot guide wire were removed from the anatomy as a single unit. Once the devices were removed, the devices became unstuck from each other. A new guide wire and balloon dilatation catheter were used to successfully complete the procedure. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.